Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited an abrupt increase in thresholds and an elevated sensing integrity count (sic). The patient stated the lead was "damaged" or "defective." The lead was capped and replaced. No patient complications have been reported as a result of this event.